Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure at the outpatient, when the product was used to close a cv port, the needle and suture were detached immediately after the 1st stitch passed through the tissue at first. There was no effect on the patient. The needle was temporarily lost, so a detailed report on the cause of this event is required. The product was used on the dermis. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: -the event was temporary burying of the needle in the tissue. -no additional procedures were required to remove the needle, and the needle was removed with grasping by a needle holder. -the needle was immediately visible and was quickly removed. The following information was requested, but unavailable: - was the needle piece(s) retrieved during the same procedure?=>unk - were x-rays taken to locate the needle piece(s)?=>unk - what measures were implemented to retrieve the broken piece?=>unk - was there any additional tissue damage resulting from the search for the needle piece?=>unk - does a fragment of the needle remain in the patient¿s tissue?=>unk if so, - is there any plan in place to remove the needle piece in the future?=>unk - if so, could you please provide the scheduled date for the removal?=>unk - in which tissue structure was the broken needle located?=>unk - what is the surgeon's opinion of the potential consequences for the patient?=>unk. Investigation summary ==> the product was returned to ethicon for evaluation. One empty winding and one used suture piece outside the foil packet that pertains to product code z494g were received for analysis. During the visual inspection of the suture, the insertion mark could not be observed. Body fluids were noted along the strand. In addition, one end of the suture was found crushed and cut likely by a surgical instrument and the needle was not returned for evaluation. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non- conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Corrected information: h6, h3 investigational summary. H3 investigational summary: the product was returned to ethicon for evaluation. One empty winding and one used suture piece outside the foil packet that pertains to product code z494g were received for analysis. During the visual inspection of the suture, the insertion mark could not be observed. Body fluids were noted along the strand. In addition, one end of the suture was found crushed and cut likely by a surgical instrument and the needle was not returned for evaluation. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. To complement this analysis, three photos were provide, in the firs showed one detached needle. The othes two photos the mark were noted at the swage area and the hole was noted to be crushed probably cause by a surgical instrument. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.